Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action was implemented in an effort to reduce occurrences of the nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, a cook instinct endoscopic hemoclip was used for hemostasis on a post-polypectomy site. After the clip was placed onto the bleed site, it fell off. The physician left it to pass naturally. The bleeding had stopped and the physician decided not to use an additional clip. There was no harm to the patient. The closed clip was left to pass naturally through the patient's gastrointestinal tract. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.